Manufacturer narrative:
Records indicate this device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired two days post implant due to cardiorespiratory arrest. There were no allegations against device functionality.